Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Mps (B)(6) reported hydraulic fluid leaking from the robot and it has become necessary to use the wrench to lift and lower the robot. Device evaluation and results: per wo-(B)(4): loose fitting on hydraulic jack. Tightened and verified fitting on hydraulics. Robot lifts up with pedal and no leaking fluid. Replaced lost hydraulic fluid. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of device history records shows that on 04/19/10 1 device was inspected and 1 device was placed on: npr 10- 03-0097, npr 10-04-0053, npr 10-04-0078, npr 10-04-0074, npr 10-04-0066, npr 10-04-0049, npr 10-03-0104. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use.

Event description:
Case number: (B)(4) - mps (B)(6) reported hydraulic fluid leaking from the robot and it has become necessary to use the wrench to lift and lower the robot. Case type: pka. Update: "there is no patient information to give out because the patient was not affected. Issue was noticed after bone preparation. "Patient was under anesthesia." There was no surgical delay. Surgery was completed robotically.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), rob095 - mps (B)(6) reported hydraulic fluid leaking from the robot and it has become necessary to use the wrench to lift and lower the robot. Case type: pka. Update: "there is no patient information to give out because the patient was not affected. Issue was noticed after bone preparation. "Patient was under anesthesia." There was no surgical delay. Surgery was completed robotically.